Event description:
Complaint was received that a patient suffered superficial burn at the indifferent pad site. The customer used a fiab indifferent electrode and ensured that a correct patch size was used. The burn mark appeared a day after the procedure was performed. The burn area seemed to match the indifferent electrode location. It was suspected that the generator caused the burn.

Manufacturer narrative:
Inspite of multiple attempts to inquire further information regarding location of the indifferent electrode placement, degree of burn, patient condition and medical intervention performed for this case, no clarification has been provided.